Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had an auto fill error and will not operate.  There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the unit passed all manifold checks. It was also stated that the unit operated on simulator according to OEM spec. There was no autofill failure or alarm, and the unit performed 5x autofill cycles. The unit passed all functional testing.